Manufacturer narrative:
Upon receipt for analysis, a thorough evaluation of the lead was performed. Analysis found a set screw mark on the terminal pin and the helix was unable to extend, likely due to dried body fluid in the mechanism. Electrically, the lead was found to be within specification. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed increased threshold and impedance measurements. The rv lead was found to have dislodged. As a result, a revision procedure was performed to reposition the rv lead. During the procedure the rv lead threshold measurements increased to 5.5v at 1 msec. During a follow-up appointment stable and acceptable impedance measurements were reported. However, intermittent capture was also noted at that time. As a result, an additional revision procedure was performed and the rv lead was removed and replaced with a non-bsc lead. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.